Event description:
It was further reported that the 2.75x20mm promus element stent was implanted in the obtuse marginal (om) branch. Furthermore, the 3.0x20mm promus element stent was deployed without predilation in the saphenous vein graft to the right coronary artery to treat the 80% distal stenosis resulting in "good primary result" without relevant residual stenosis. It was previously reported that both of these stents were implanted the ramus. At the time of the event, the patient was admitted for a monitoring examination and was experiencing "intermittent symptoms." Cardiac catheterization revealed 80% eccentric distal in-stent restenosis of the obtuse marginal coronary artery. This was treated with predilation and deployment of a 3.0x12mm non-bsc drug eluting stent and post dilation resulting in "very good primary result." A second lesion was noted in the saphenous vein graft to the right coronary artery. There were "proximally significant wall alternations, previous proximally implanted stent shows a very good long-term result, 80% distal stenosis." This was treated with direct stent placement of a 3.0x18mm non-bsc drug eluting stent in the area of the distal stenosis and post dilation resulting in a "very good primary result." The patient was switched from clopidogrel to prasugrel 10mg daily and continued on aspirin.

Event description:
(B)(6). Same case as MFR ID#: 2134265-2012-00265. It was reported that post a stenting treatment procedure, restenosis and thrombosis occurred. At the time of the index procedure, pre treatment cardiac catheterization revealed a 95% stenosed and 20mm long lesion located in the ramus with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x20mm promus element stent and a 2.75x20mm promus element stent resulting in 0% residual stenosis. There was no thrombus, abrupt closure or perforation noted. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2011: the patient was hospitalized and cardiac catheterization revealed in stent restenosis of the right coronary artery and stent thrombosis in the ramus was also confirmed. Timi-1 flow was observed 5mm proximal or distal to the stented region. No action was taken to treat the event and it is reported to be resolved without residual effects. The patient was discharged 2 days after admission. It is the opinion of the physician that this event is related to the promus element stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that target lesion #2 was located in the svg to proximal rca ((B)(6)) with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Examination patient was symptom free and target vessel revascularization. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).